Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported a left side "recall" and "hole" was found in the implant. The device was explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿anxiety¿product/procedure-breast: unable to observe since it is not related to the device. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient's representative reported problems in the breast area, patient heard about the recall and hole found in the implant. Device has been explanted and replaced with non-allergan device. This relates to the left side

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported a "hole" was found in the implant. The device was explanted and replaced. This relates to the left side.